Event description:
The patient reported a blood glucose reading of "over 500" mg/dl two days ago, which she discovered during routine blood glucose testing. The patient stated, she experienced no symptoms. The patient stated, she experienced no symptoms. The patient stated, she corrected the high blood glucose reading by giving herself an injection of insulin. At the time of the call, the patient reported her blood glucose levels were "normal". The patient stated she had previously used a competitor's infusion device and had recently received her new insulin infusion device. She stated she started using the new device without waiting for training. The patient was advised to stop using the new infusion device until she receives training. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.